Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(4). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit for one patient. The initial result was 21.5 ng/l. The repeat result on another e801 was 6.3 ng/l. An additional result on another e801 was 5.5 ng/l. It was not specified if the repeat results were from the same sample or a new sample.